Manufacturer narrative:
Tracking #.14166. Date sent: 10/21/1998. H6: balloon had a puncture. Endopath percutaneous catheter introducer: based upon the inquiry info rec'd and the visual examination, it was concluded that the catheter was returned with a small puncture in teh balloon. The balloon was inflated, but leaked due to the puncture. No conclusion could be reached as to how the balloon had become punctured.

Event description:
The device was used during a laparoscopic cholecystectomy. The pci balloon was not inflating. It appeared to be torn. It was reported the balloon was tested outside the body. It is unknown if there are pieces missing. Another pci was opened to complete the case. There was no consequence to the pt.